Event description:
The customer reported that during pre-use testing the ventilator turbine doesn't cycle and the ventilator displays vent inop and motor fault. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the turbine assembly to fix the reported issue.